Manufacturer narrative:
Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed since log file analyses did not reveal any anomalies during the analyzed period. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Battery / (B)(4)/ model # 1650- / exp. Date: 2015-09-30. Device available for evaluation: yes. Device evaluated by manufacturer: yes. Mfg. Date: 2014-09-15. Labeled for single use: no. (B)(4). This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained that two batteries were not connecting properly to the controller; the patient did not specify if there was any physical damage on the devices.